Event description:
Technician alleged that the jacketing where the pendant cable enters the body of the pendant is cracking, and has exposed bare metal wires inside the cable. A replacement pendant was shipped to resolve the problem with the cabling being exposed.